Event description:
It was reported that during a laparoscopic rectosigmoidectomy procedure, the shears stopped working. Another like device was used to complete the procedure. There were no adverse consequences for the patient

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad detached from the clamp arm, and not returned. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. The device was tested with a test handpiece and generator and the device did activate tissue pad damage occurs, when it is clamped against the blade without tissue and activated. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Since the blade of the device did activate with the handpiece, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.